Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa21dec06 letter.

Event description:
A customer reported that a day and time were incorrect on their ms optimum meter. The customer also reports using the p link software and this is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.